Event description:
The manufacturer received information alleging a ventilator was alarming for high inspiratory pressure and low minute ventilation. The patient's blood oxygen saturation decreased and the patient required to be manually ventilated with a resuscitation bag. The device was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated. There was evidence of high inspiratory pressure alarms. A high inspiratory pressure alarm is to alert the user that the patient pressure is greater than or equal to the high inspiratory pressure setting for 3 or more consecutive breaths. This is a patient alarm. If there was a failure of the device, a different event code would be generated. There were no other errors to indicate a failure of the device. A flow test was completed and no abnormality was confirmed.